Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a sai fusion (l2-) on (B)(6) 2023 with the fs cement screw. The cement in question was inserted in the order l2 left, l2 right, l3 left, l3 right. The subject l3 right was inserted about 14 minutes after polymerization. After the surgery, the cement leakage from the l3 right screw was found. The leaked cement is settled about 4 cm into the ivc. Patient status/ outcome: stable. No further information is available. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4). Remarks: (B)(4) and (B)(4) are involved with the same event. (B)(4) (synthes spine): cement. (B)(4) (depuy spine): screw.